Manufacturer narrative:
The defective device has not been returned to manufacturer. Information from distributor is that they have not been able to retrieve the product yet. The nurse said that it was either thrown away or passed on to risk management, who has not responded to our inquiries. So we are still waiting for the final decision.

Event description:
Dr. (B)(6) was using the lina gold loop and the patients right external iliac artery was nicked. Via 2nd hand info, a nurse said that the loop broke, but it's unclear what specifically was meant by the term "broke". The nurse did not know the generator type, nor the generator settings. When asked if the uterine manipulator was possibly left in place, the nurse did not know, but said the surgeon had experience using the loop previously.

Event description:
Dr. Was using the lina gold loop and the patients right external iliac artery was nicked.